Event description:
It was reported that during a posterior lumbar interbody fusion (plif) procedure at l3-l5, while final tightening one of the flanges on the t25 stardrive shaft chipped and began to strip. The surgeon completed the procedure using the same device. X-rays taken showed no indication of fragments left in the patient. The wound was washed prior to closure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the star drive tip is damaged as the complaint states. One of the six tips is broken off approximately 0.5mm from the drive tip. The design has been evaluated and has been determined to be acceptable for the intended use. The material of the screwdriver shaft is an appropriate material for an instrument of this type. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide specifies that, final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle. Additionally, a caution that states, never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Examination of the returned part indicates that the screwdriver has been used off-axis, not inserted straight and fully, into the screws and locking caps. In addition, the deformation on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed. Evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it has been used off-axis without the torque limiting handle. Therefore the complaint is deemed invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)